Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the atrial port on the device was plugged; however p-wave measurements were obtained with no atrial lead attached to the device. The device remains in use. No patient complications have been reported as a result of this event.